Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue and decided to replace the pump. Meanwhile, the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was informed about the procedure for returning the problematic pump and received guidance on steps to follow upon receiving the new replacement pump, which was dispatched without requiring a delivery signature.